Event description:
It was reported that the patient was admitted to the hospital due to a moderate right bicep tear. The patient was treated with medication and the device was reprogrammed. The physician assessed the event as having a possible relationship to stimulation, but an unlikely relationship to the procedure and hardware. Additional information was received that the patient had an increase in right-sided arm spasms within the last few weeks. Examination upon admission revealed akinetic-rigid parkinsons disease with massive cramping in the arm and rhythmic right-predominant twitching of the extremities. The patient was treated conservatively with medication and the device was reprogrammed. The patient also rested for 6 weeks and had physical therapy. The patient was discharged and this event is recovering and resolving.

Manufacturer narrative:
Date of birth: (B)(6), exact date of birth is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial:(B)(4), batch: 5066861. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5066864.

Event description:
It was reported that the patient was admitted to the hospital due to a moderate right bicep tear. The patient was treated with medication and the device was reprogrammed. The physician assessed the event as having a possible relationship to stimulation, but an unlikely relationship to the procedure and hardware. The event is resolving and the patient is recovering.

Event description:
It was reported that the patient was admitted to the hospital due to a moderate right bicep tear. The patient was treated with medication and the device was reprogrammed. The physician assessed the event as having a possible relationship to stimulation, but an unlikely relationship to the procedure and hardware. Additional information was received that the patient had an increase in right-sided arm spasms within the last few weeks. Examination upon admission revealed akinetic-rigid parkinsons disease with massive cramping in the arm and rhythmic right-predominant twitching of the extremities. The patient was treated conservatively with medication and the device was reprogrammed. The patient also rested for 6 weeks and had physical therapy. The patient was discharged and this event is recovering and resolving. Additional information was received that the event was assessed as not related to procedure.